Event description:
The (B)(4) set screws are included in the agoge pedicle screw system. It was reported that during surgery, two (2) of the set screws from lot #10672.01 would not tighten. In the doctor's effort to tighten the set screws, the first thread on both screws was sheared off. The set screws were then explanted and replaced with two (2) other set screws from the same lot. Upon return of the explanted set screws, an evaluation was conducted by the manufacturer in the form of an engineering test report (etr). (B)(4).